Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to a functional analysis. The performance was scrutinized, including a visual, a mechanical and an electrical analysis. During inspection, no deviations were noted which might be related to the clinical observation. The lead proved to be within specifications and flawless throughout its inspection. In particular, the fixation mechanism could be operated as expected. There was no indication pf a material or manufacturing problem for either the lead or the ICD.

Event description:
Ous MDR - after an implant duration of about 5 months it was reported that the lead had dislodged. It was reported that the patient collapsed and was subsequently resuscitated and hospitalized. The lead was replaced.